Event description:
It has been reported that the intermittent silicone catheter was ridged and sharp.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Cleanse the glans of the penis, from the tip to its base, all round as you have been taught. 2. After washing your hands, sit or lie in the position you have been taught, ready to pass the catheter, and relax. If your doctor or nurse advises, lubricate about the first six inches of the catheter. 3. Holding the penis out from the body at about a 60° angle - or the angle you have been taught, slowly and gently insert the catheter. Sometimes it may be more difficult to pass it through the last part of the urethra before it enters the bladder. A very small change in the angle of the penis and firm but gentle pressure will usually overcome this. If you cannot pass the catheter, relax for a while and try again. If the difficulty persists, contact your doctor or nurse. When the catheter enters the bladder urine will begin to flow, introduce no more than one more inch of the catheter and allow the bladder to empty. Your doctor or nurse will teach you how to ensure your bladder is empty. 4. When the bladder is completely empty and the flow has stopped, slowly withdraw the catheter. If urine begins to flow again, stop until it has ceased."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It has been reported that the intermittent silicone catheter was ridged and sharp.